Event description:
A report was received that the patient was experiencing a shocking sensation and warmth over the ipg site while she was charging. The analysis of the ipg database revealed no anomalies in regards to the internal temperature and charge current measurements. The physician elected to relocate the pocket. The patient was reportedly doing well following the procedure.